Event description:
The pacemaker stimulates not with the programmed frequency,interrogation message "exchange indication achieved". The pacemaker was explanted and replaced with another from a different MFR.

Manufacturer narrative:
The performed destructive test of the pacemaker showed a defect conductor track within the integrated circuit. The kind of defect points to a production caused pre-damage to the conductor track which, however, led to a complete interruption only after a longer operation time to the pacemaker. As a consequence the input to a cmos structure was open resulting in an intermittent high current behavior of the ic. This is an isolated event and a check of the production process showed no indication of a faulty assembly of the ics.